Manufacturer narrative:
Evaluation summary: two lor syringes were received without original packaging. Visual examination with unaided eye did not show any visible anomalies with either syringe. Samples were checked for loss of resistance by blocking the end of the tip of the barrel, depressing, and releasing the plunger assembly. When released, the plunger assembly returned to the back position without issue for both samples. Both syringes were leak tested and checked for leakage at the luer fitting, 10-psi air. No leakage was observed on either sample. The o.d of front wiper seal (spec is 0.622.0'.0632' per iir for rb014) was also measured. Measurements were 0.6226' (first sample) and 0.6223' (second sample). The ID of the barrel was measured per drawing #f5081-003 (spec. 0.584;+/-0.003). Measurements were 0.5824 (first sample) and 0.5840 (second sample). Both syringes passed the loss of resistance and leak tests and dimensions were within specification values. Therefore, the complaint was not confirmed. (B)(4).

Event description:
Information was received that a smiths medical portex plastic l.o.r. Syringe was not providing the loss of resistance (lor) required during a procedure. Additionally, it was reported the syringe leaked at the luer lock. No adverse patient effects were reported.